Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2011, the patient underwent a stenting procedure. A promus stent was implanted in the mid left anterior descending artery and a promus stent in the proximal left anterior descending artery. On (B)(6) 2011, stenosis was noted. There was no reported treatment provided. Though requested, no additional information was provided.

Event description:
Subsequent to the initial MDR, additional information was received which indicates that the two promus stents implanted in the mid left anterior descending artery and the proximal left anterior descending artery had no in-stent restenosis. The area of stenosis was the proximal right coronary artery (rca) and balloon angioplasty was performed in the proximal rca. Based on the new information, this event would not have been reportable. However, the initial MDR was been filed; therefore, this event must remain a reportable event.

Manufacturer narrative:
(B)(4). Follow-up information received revealed that the promus stent was not restenosed and the angioplasty was performed for a new lesion. Based on the new information, this event would not have been reportable. However, the initial MDR was been filed; therefore, this event must remain a reportable event.